Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the paramedics were called for a low blood glucose event. The customer reported their blood glucose was around 400 mg/dl for the past 18 hours. Customer then reported their blood glucose dropped to 31 mg/dl. Customer was treated with a glucagon shot by their wife. It was also found the paramedics were called to monitor the customer. Customer also reported repeated motor error alarms occurring. The customer's blood glucose was 237 mg/dl at the time of incident. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked belt clip slot.